Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-09610. It was reported the patient was unable to activate therapy due to amplitude would not increase. Reportedly, surgical intervention was undertaken on (B)(6) 2018 where preoperative testing identified an impedance issue with the scs extensions. Therefore, replacement of the extensions resolved the patient's issue.